Event description:
The pt had a significant fall a few years ago. At the time, the pt had a frontal floor contusion, developed anosmia and cognitive difficulties. Additionally, they had bilateral occipital epidural hematomas requiring surgical decompression. The pt then had a shunt and cranioplasty performed which worked quite well unit at some point they developed a fluid collection in their abdomen which were worked up with CT scans. The scans revealed that the pt had distal shunt failure, 2 to 3 days prior to this surgery, the pt developed swelling in the head and around the shunt tubing. A CT scan was performed and the pt had a porencephalic cyst and mass effect with shift from right to left. They were taken straight from the CT scanner to the operating room.